Event description:
During procedure preparation to treat ventricular tachycardia in the right atrium with a intellanav stablepoint open-irrigated catheter, the tubing set was connected and flushed with fluid by operating the pump. The flow of saline coming out from the tip of the catheter was worse than usual and it was weak. The catheter was replaced. The procedure was completed without an patient complications.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.